Manufacturer narrative:
One sample in open packaging was received for evaluation. Our quality engineer visually inspected the returned unit and confirmed the presence of a light coating of a clear liquid on the stopper of the syringe. When the plunger was drawn back, a ring of the liquid remained inside the barrel where the stopper was. The liquid was determine to likely be silicone. A complaint history check revealed no similar incidents for reported lot number 6165841. Conclusion: an absolute root cause for this incident could not be identified. The engineer notes that although excess silicone was observed on the returned unit, silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue and does not impact product function. (B)(4).

Event description:
At the top of the plunger portion of the 20 ml bd syringe with bd luer-lok¿ tip, an excess amount of lubricant could be seen. When the plungers were pushed in and pulled back out, residue was left along the inside of syringe.